Manufacturer narrative:
The account found this was not a bed issue and that the nurse call system needed rebooted to resolve the issue.

Event description:
The account alleged the bed will not place a nurse call. No pt impact.